Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the customer reported that the table was stuck and would not move up and down. Additional issues were discovered when the philips field service engineer (fse) went on site. As a result, an additional complaint was opened to address the additional issues. This complaint will address the issue of the table being stuck, not moving up and down. A subsequent complaint will address the issue of the patient support not always moving when requested. In this case, the customer reported that the table was stuck and would not move up and down. This was not discovered while in clinical use, but during servicing. The table was in the patient loading position. The customer tried to raise the table to perform tube condition, but it would not raise up. The customer contacted philips help desk to inform them of the issue and an fse was dispatched to the site. On 03-oct-2014, the fse arrived on site and evaluated the system. Upon evaluation, the fse found the table would not raise in normal operation. The vertical motor gearing was slipping down beyond normal operation range. The fse determined that the unintended movement occurred when the table was driven down for a length. Then when the command was removed, the couch would stop its normal movement but come to rest an inch or two lower than where it was supposed to stop because the gearing slipped. The fse replaced the vertical motor, which included a new brake, to resolve the issue. The parts were not available for further evaluation because they were scrapped. Since there were no parts returned from the field or log files provided, a cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to vertical motor gearing having slipped. The fse replaced the vertical motor, which included a new brake, to resolve the issue. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: ¿ design of brake fail-safe for couch movement. * brake is engaged with loss of power ¿ design critical components with high strengths according to iec-60601-1 ¿ additional brake when no movement command is given. ¿ design employs a 4:1 minimum safety factor. ¿ safeguards: (1) electrical power loss automatically engages the spring-actuated brake, (2) when system not in motion, brake is applied, (3) brake can suspend full load even when being driven downward by motion system, (4) a lock tab is employed on the screw of the motor to lead screw coupling. The fse replaced the vertical motor, which included a new brake, to resolve the issue.

Event description:
The customer reported that during a tube conditioning procedure, there was no table vertical moment (movement), the table was stuck in one position (lowest) and there was no movement possible in the vertical direction. A philips field service engineer (fse) confirmed there was no harm to a patient or operator due to this issue. The fse determined that the vertical motor gearing was slipping which allowed the patient support to drop down below the normal operating range. The fse replaced the vertical motor, including the brake and the inverter board to resolve this issue.